Event description:
During the service evaluation conducted at the manufacturer facility the anchoring pin was identified as broken. As the event was identified during the service evaluation process, no patient involvement or procedural delays are associated with the event.

Manufacturer narrative:
The reported event that broken anchoring pin was received for evaluation was confirmed by the complaint specialist. During the visual inspection it was observed that the pin was broken in two parts. The anchoring pins are single use products, they have to be sterilized before use and they should be discarded after surgery. Failure to comply with this, will lead to product damage and malfunction. Reuse of the anchoring pins may increase the risk of fatigue failure and product damage due to worn parts or material.

Event description:
During the service evaluation conducted at the manufacturer facility the anchoring pin was identified as broken. As the event was identified during the service evaluation process, no patient involvement or procedural delays are associated with the event.